Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer received a 50 u minimum fill message when reloading the same cartridge which had been filled with 300u. Customer loaded a new cartridge successfully and was able to resume insulin therapy. There was no impact to the customer's blood glucose level.